Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. The sleeve can be seen to be side-pierced by the cannula which prevented the cannula from being fully recovered. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing, each used to draw 5 tubes, and the issue of sleeve leakage was not observed. Bd was not able to determine a definitive root cause for the side-pierced sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle had visible blood in the flash chamber. The following information was provided by the initial reporter: "after the last tube was removed from the sleeve, a blood spill was observed in the holder."